Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report both lower and higher than expected vitros intact pth (ipth) results were obtained using vitros ipth reagent lot 1581 and lower than expected vitros ipth results were obtained using vitros ipth reagent lots 1610 and 1640 tested using two levels of non-vitros mas omni immune control fluids, lot 2302 controls on two different vitros xt7600 integrated systems. J76000574. Vitros ipth reagent lot 1581: mas lot 2302 level 1 results of 14.1, 13.8, 13.8, 14.1, 10.7, 13.7, 13.2, <3.4, 10.1, 10.1, 13.1, 11.2, 13.6, 14.4 and 14.7 pg/ml vs. Expected result of 20.3 pg/ml. Mas lot 2302 level 3 results of 522.6, 393.8, 556.1, 617.4, <3.4, 624.4, 624.4, 1260.8, 429.5, 593.0, <3.4, 1344.3 and 1292.9 pg/ml vs. Expected result of 936 pg/ml. Vitros ipth reagent lot 1610: mas lot 2302 level 1 result of 11.2 pg/ml vs. Expected result of 20.3 pg/ml. Mas lot 2302 level 3 result of 578.9 pg/ml vs. Expected result of 936 pg/ml. Vitros ipth reagent lot 1640: mas lot 2302 level 1 results of 8.6, 13.9, 15.3, 10.1, 13.9, 38.0, 13.4, 10.5, 11.6, 8.6, 13.9, 11.0 and 12.0 pg/ml vs. Expected result of 20.3 pg/ml. Mas lot 2302 level 3 results of 588.5, 590.9, 7.6 and 574.7 pg/ml vs. Expected result of 936 pg/ml. J76000566. Vitros ipth reagent lot 1640: mas lot 2302 level 1 results of 13.0 pg/ml vs. Expected result of 20.8 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected vitros ipth results were obtained from non-patient quality control samples and there was no reported allegation of patient harm as a result of this event. This report is number one of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that both lower and higher than expected vitros intact pth (ipth) results were obtained using vitros ipth reagent lot 1581 and lower than expected vitros ipth results were obtained using vitros ipth reagent lots 1610 and 1640 tested with two levels of non-vitros mas omni immune control fluids, lot 2302 controls on two different vitros xt7600 integrated systems. A definitive assignable cause for the lower and higher than expected vitros ipth reagent lot 1581 results could not be determined with the information provided. A vitros ipth reagent performance issue cannot be completely ruled out as contributing to the event as historical quality control results were unacceptable. A definitive assignable cause for the lower than expected vitros ipth reagent lot 1610 and lot 1640 results could not be determined, however, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as historical quality control results were unacceptable. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots 1610 and higher tested on multiple vitros instrument platforms. An instrument related performance issue cannot be ruled out as no diagnostic precision testing was performed, therefore, an instrument related issue cannot be ruled out as contributing to the events. Additionally, handling of the mas qc fluids in the customer's laboratory cannot be ruled out as contributing to the event as it was not possible to establish if the customer was equilibrating the qc fluids for 10 minutes at room temperature as recommended by ortho before processing. Email address for contact office in field MFR site above is (B)(6).